Manufacturer narrative:
As reported, hydrosurg irrigator cap fell off at the start of procedure. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb, 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic hemicolectomy procedure on (B)(6) 2024, the plastic white cap of hydro-surg irrigator fell onto the floor when hooking up at start of case and became unsterile. It was reported that tubing did not work, and suction could not be maintained, it was unknown whether the white cap was checked and secured prior to use. The procedure was completed using another hydrosurg device of the same lot. There was no patient injury.